Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was separating at pin. The conductors were not affected, but the pin can move back and forth. The lead was abandoned surgically. No additional adverse patient effects were reported.